Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report in b3 section.

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 450 mg/dl at the time of the incident. The customer was given intravenous insulin and fluids to treat. The customer experienced symptoms such as feeling unwell and throwing up. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The customer also reported a broken pump belt clip. The insulin pump will not be returned for analysis.